Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter with no other devices. The balloon was tightly folded. The midshaft was separated 4mm from the distal edge of the hypotube. The separated material was jagged and stretched, which suggests that the separation may be related to tensile overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. The 75% stenosed 30x3.5mm, concentric, de novo target lesion contained a >45 and <90 degree bend and was located in a moderately tortuous and moderately calcified mid left anterior descending artery (lad). While prepping a 3.5mm x 15mm quantum¿ maverick¿ balloon catheter, in an attempt to remove the protected wire of the "balloon head", the balloon shaft was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device lot number corrected from 16232376 to 16081124. Device expiration date corrected from 11-jul-2016 to 07-may-2016. Device manufactured date corrected from 15-jul-2013 to 13-may-2013. (B)(4).

Event description:
It was reported that shaft break occurred. The 75% stenosed 30x3.5mm, concentric, de novo target lesion contained a >45 and <90 degree bend and was located in a moderately tortuous and moderately calcified mid left anterior descending artery (lad). While prepping a 3.5mm x 15mm quantum maverick balloon catheter, in an attempt to remove the protected wire of the "balloon head", the balloon shaft was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The 75% stenosed 30x3.5mm, concentric, de novo target lesion contained a >45 and <90 degree bend and was located in a moderately tortuous and moderately calcified mid left anterior descending artery (lad). While prepping a 3.5mm x 15mm quantum¿ maverick¿ balloon catheter, in an attempt to remove the protected wire of the "balloon head", the balloon shaft was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.